Event description:
It was reported that there was far-field oversensing on the non-boston scientific right atrial (ra) lead. An x-ray was performed, and it appeared that the ra lead was not in the heart. The patient recently fell while their heartrate was at fifty beats-per-minute, but no syncope was reported. Boston scientific technical services (ts) was contacted, and ts explained that because the patient had chronic atrial fibrillation their sudden bradycardia response (sbr) would not activate as per device programming. It was also noting that the fall could have been due to non-device related issues. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).